Manufacturer narrative:
Concomitant medical products: dtpa2d1, ICD, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible, intermittent under-sensing and falling into blanking, possibly triggering atrial tachycardia/atrial fibrillation (at/af) and shortness of breath, and at times the possible, intermittent atrial under-sensing, falling into blanking, on current and stored electrograms, resulting in possible false device classification of  at/af episode termination of event(s) in progress. The ra lead remains in use. No further patient complications have been reported as a result of this event.